Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was not feeling well and collapsed. Caller attempted to prime and deliver insulin to customer and received a no delivery alarm. Paramedics were called and took customer to the hospital. Customer's blood glucose was 498 mg/dl. Customer was wearing insulin pump at the time of 911 call. Caller reported that insulin pump also received a battery out limit alarm after caller took battery out of insulin pump the prior night. Customer was not able to troubleshoot. Caller declined replacing supplies.